Manufacturer narrative:
Stenosis, as noted in the xience v instructions for use, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, stenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 3.5 x 12 mm rx xience v stent was implanted in the 90% stenosed, proximal rca lesion. However, the patient later experienced in-stent restenosis (99%), which required treatment with percutaneous coronary intervention (pci) the following year. No additional event or patient information is available.